Event description:
Event description guidant received information that one day post-op this implantable transvenous defibrillation lead was revised due to decreased sensing and increased pacing thresholds.